Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, channel a of the device was programmed to deliver 5% dextrose and 0.2% normal saline with 40meq potassium chloride, with a rate of 83ml/hr and the delivery was started. A second symbiq pump was being used to deliver epinephrine 2mcg/min, levophed 4mcg/min, precedex 0.3mcg/kg/min and regular humulin insulin 2units/hr. No specific programming parameters were provided. The customer contact reported all of the IV fluids were being delivered via an unspecified manifold. The customer contact report that approximately one hour later, the first device alarmed s321 (pmc motor error). The nurse was unable to clear the alarm condition. The therapy was resumed 1 to 2 minutes later using channel b of the device. It was reported that during the delay, the pt's systolic blood pressure decreased to 60mmhg, "before the drip was restarted to flow in the vasopressors" that were delivering via the second symbiq pump. The customer contact reported the pt was "extubated per routine" and was discharged home on (B) (6) 2010. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received, investigation is not complete. (B) (4)